Event description:
It was reported by the rep that the (1) tlc75 was used during an unknown procedure. It was reported that the product did not fire. The case was completed with another instrument and there was no consequence to the patient.